Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. X-ray inspection found over-torqued inner coil at the connector region and electrical testing found internal shorts between conductor paths consistent with procedural damage. No other anomalies were seen except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-11131. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high ventricular rate (hvr) episodes due to noise over-sensing on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2025. During lead revision, the new rv lead became over torqued as the lead was repositioned several times to find a good position and was further unable to be implanted. The rv lead was removed and replaced resolving the issue. The patient was in stable condition.